Event description:
A neurologist reported to their consultant that their handheld computer had black lines across the screen, which appeared to be due to the pixels no longer working. A hard reset wouldn't resolve the issue. The handheld has been returned for analysis and is pending completion.

Event description:
An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.